Event description:
It was reported that the physician recently had a recent cluster of patients with vns-associated sleep apnea. The total number of patients involved in his report is unknown. The physician stated that one of his patients used the magnet to temporarily disable the device at night. The physician acknowledged that the potential for sleep apnea with vns patients was a well-documented issue and stated that he was not making any allegations against the device. Instead, the physician was attempting to gather information on how other physicians approach similar situations. Attempts for additional relevant information have been unsuccessful to date; the physician was not willing to discuss the events further.

Manufacturer narrative:
.